Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during the right ventricular (rv) lead implantation, the stylet was unable to insert into the leads after several times. This lead is not expected to be returned as lead was infected. This lead was never in service. No adverse patient effects were reported.